Manufacturer narrative:
Results: (B)(4) customer samples were received and evaluated through draw testing. Bd was not able to duplicate the reported defect through analysis of returned customer samples. Conclusion: CAPA (B)(4) has been initiated for documentation related to this issue of severed tubing to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter malfunctioned. The user collecting blood on an inpatient pressed the button to retract needle , the spring inside came out leaving the needle exposed. No serious injury or medical intervention reported.